Event description:
A cartridge alarm, specifically alarm 20, was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller successfully reloaded the same cartridge and resumed insulin therapy, resolving the issue without further complications.